Event description:
It was reported that loss of capture (loc) on this cardiac resynchronization therapy defibrillator (crt-d) was suspected. Technical services (ts) confirmed that there was loc in the left ventricular (lv) lead channel. It was also noted that the loc also led to brady pacing not delivered when required on the lv channel. Ts recommended in-office testing and reprogramming. This device remains in service. No adverse patient effects were reported.